Manufacturer narrative:
A sample device was not returned for analysis. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that approximately a month after an intraocular lens (iol) was implanted, it was noted to be dislocated with vitreous present in the anterior chamber. In a follow up, a technician explained that at the present time, further action has not been confirmed, but she would respond with additional data as it became available. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, an ophthalmic technician reported that the lens was exchanged for another similar lens model of same power two and a half years after initial implantation.